Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she gets a shock in her back randomly that was quite painful. The patient stated that she was used to feeling stimulation in her bike seat but had never felt this shock like sensation in her back before. The patient stated that the location where she feels the shock is in between her implant and where she had her trial lead was inserted. There were not any trauma or falls related to this issue. It was reported that this issue was related to positional movements. The patient to follow-up with their healthcare provider (hcp) to have the device checked. It was noted that the patient had an appointment today but hadn't requested the manufacture representative (rep) be there. The patient was going to call their healthcare provider (hcp) office to see if they could get rep there and if not, the patient will request an appointment with a rep for the future. Patient services reviewed options of turning stimulation down /off. No further complications were anticipated/reported.